Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported peeling was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced resistance was met with the lesion resulting in reported failure to advance. Manipulation/inadvertent mishandling and/or interaction with other devices/torque device resulted in the reported/noted peeled/scratched teflon coating and the noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A ht-bmw universal guide wire was being advanced. However, resistance with the lesion was felt. The guide wire was removed and was wiped down. It felt like the coating had wiped off the guide wire. A string or hair like material was on the wipe after the guide wire was wiped down. The guide wire was no longer used. The procedure was successfully completed with another bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.